Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Improperly disconnecting from the set is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during drain three of three. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that the patient had improperly disconnected from the set. The technical service representative reviewed proper procedures with the hp, assisted in clearing the alarm and ending therapy, and advised the hp to dispose of current supplies and to begin therapy again with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.